Event description:
It was reported that, during a therapy upgrade procedure, this right atrial lead experienced damage on the lead conductor and exhibited low out of range pacing impedance measurements and loss of capture. Due to this, it was decided to explant this lead. Another lead was implanted instead. This lead was retained by the customer; therefore, it is not expected to be returned. No further adverse patient effects were reported.